Event description:
It was reported that "during a gyn procedure, the seal fell off". The seal was retrieved.

Manufacturer narrative:
The device was returned and is in the process of being evaluated. When I receive the investigation report, I will file a supplemental.